Event description:
It was reported that pump experienced malfunction with displayed malfunction code, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and ultimately malfunction code did reoccur. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.